Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 19% within 9 months. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 19% within 9 months. The device remains in use. No adverse patient effects were reported. Information from the original call indicates that the device was depleting normally. However, there was confirmation from the field that indicates that technical services (ts) confirmed it was normal battery depletion.

Manufacturer narrative:
Correction to field b5: describe the event or problem.